Manufacturer narrative:
The reported event of failure to capture and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion that breached the outer insulation and exposed the outer coil proximal to suture sleeve tie impression and an additional insulation surface abrasion. The cause of the reported events was caused the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical tests did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for revision of the right atrial lead due to an unspecified capture threshold issue. During the procedure insulation damage was observed. The lead was explanted and replaced. The patient tolerated the procedure well., and no complication were notes. Further information was requested but not received.